Event description:
I completed a donation on (B)(6) 2023 and was compensated the full amount of (B)(6)after running into issues with air in the nexsys pcs machine by haemonetics. Which I believe was caused by a "re-stick" but I was told it was because my blood was too thick and that is why my fault. I believe one of the techs had made a mistake when adjusting the blood line and continued to remove me from the processing. I was given the whole (B)(6) even though I was told I would receive (B)(6), half the amount. I made a complaint and called back the next day to find out that I was to be given full amount. I also have an error message on my donorhub, that disallowed me to make an appointment in an adequate amount of time which made me have to return for my second donation in a seven day period on wednesday (B)(6) 2023 as appointment slots had already been filled up until that time. When I made a successful donation on (B)(6) 2023, I was only compensated (B)(6) instead of (B)(6) for my second donation as I was told it goes by a pay schedule of monday-sunday and not the seven day rolling period. I believe this was to recover the (B)(6) that they did not want to pay me on the first donation that occurred on (B)(6) 2023. I have also ran into equipment in the past at the facility that was said to be faulty and the weighing machines may also be faulty and misread weight as I have to often step on the scale twice to register my weight which is often wrong. I do believe that the staff may be targeting me specifically and tampering with paperwork and trying to cause reactions to either get me banned or be misguided about my own health situation. I also feel that improper advice is being given when telling donators how to eat or drink prior to coming in to make donations. There has been a lot of technology issues and equipment faults that have cost me that extra (B)(6) and I feel I should be compensated for that. I've already attempted to speak with a supervisor at the facility to be told what I was told above. I am not a person who is liked in my area and like stated above may be having some kind of target or distain towards my person. It may be because of my social and political ambitions and standpoint. Which causes some of the religious and younger people who are still in the educational and religious fields to have a hate for me. That is completely understandable but I believe that the staff has ultimately cost me time, travel costs, and stress from they're unprofessionalism on multiple occasions and I would like to be compensated for all of it. I have also lost opportunities to receive bonuses and give aways due to poor management and equipment. I do not see many other donors getting the constant issues that I face and also I do believe that they subtly harass and talk behind my back so that they can receive a reaction that may cause my permanent deferral. I have also been given issues with records as I've been told that I needed address verification which occurred on my first visit but was still being harassed and given issues about this on visits that occurred after initial registration. I ultimately think it is to harass and manipulate the way I donate as I do have political ambitions that may not align with the staff who seems to be very religious and moderately faith driven. Maybe the cyber stalking that I have been facing could be linked to this as I have issues with people stalking me on and offline and attempting to "control" my thinking and financial situation so that I can either participate in political groups and business endeavors with the rest of the community. I have federal investigations currently going on with the cyber bullying and stalking crimes that are occuring and the staff at this location may be participating or just acting out of pure disdain because of defamation and rumors that are being spread about me.